Event description:
The customer reported that they wanted to print info on a pt incident, specifically if there is a way to print the wave review continuously?

Manufacturer narrative:
The customer did not provide the device serial number. There was no allegation of the device malfunction and no request for device testing. Based on the customer's review of the wave strips, the pt was unmonitored for a period of 45 minutes. The info center provided a low battery message and at some point the telemetry transmitter's battery died. The staff do not know how long the time was between the low battery and no signal but strips reveal the pt had no signal/flatline ECG for 45 minutes. The patient was in arrest when staff found him and could not be resuscitated. It was learned that the customer was not heeding the low battery messages and was waiting until the batteries actually died before replacing them. After review of this policy the customer has decided to switch battery types to lithium to extend battery life and to replace the batteries as soon as the low battery message is displayed.